Event description:
Customer reported to beckman coulter, inc (bec) that the coulter act diff analyzer probe was leaking a few drops on startups. Customer reported that the leak was not contained within the instrument. Customer reported that the backgrounds on platelets failed. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned the probe wipe assembly to resolve the probe drip issue. The fse performed decontamination and changed the red blood cell (rbc) mixing check valve to resolve the failed background / startup issue. The fse performed two startups, a blank sample and ran quality control to verify that there was no more leaking at the end of startup.

Manufacturer narrative:
Evaluation: results: probe wipe assembly. (B)(4).